Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon deflation issue occurred. Vascular access was obtained through the left femoral artery. The 2.5mm x 20mm, 90% stenosed target lesion was located in the left anterior tibial artery which was moderately tortuous. Using a non-bsc inflation device filled with oypalomin / ration (50%) and a 2mm x 40mm x 144cm es over the wire (otw) balloon, the physician inflated the balloon to 6atms to pre dilate the lesion. The physician tried deflating the balloon; however, the balloon only deflated 60%. The physician tried deflating the balloon again, but was unsuccessful. The physician removed the balloon (intact) from the patient in an incomplete deflated state. The procedure was completed with a non-bsc 2.5x100mm balloon. There were no patient complications and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the coyote es balloon catheter was received with no original packaging or other devices. The device was received with the balloon in a deflated state. Contrast media was visible in the wire lumen and balloon. The tip was damaged. There was no evidence of any focal necking to the outer diameter (od) of the shaft proximal to the balloon. Both markerbands are correctly positioned. A .014" guidewire was inserted into the guidewire port and advanced through the lumen. An inflation device filled with a water/glycerol solution was used to pressurize the balloon to rated burst pressure (rbp). The device maintained rbp for 5 minutes for with no evidence of leaks or other irregularities. After the 5 minute inflation period, negative pressure was applied with inflation device. The device deflation met specifications. Functional testing of inflation and deflation performance revealed no evidence of the alleged deflation difficulty. The reported complaint event was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).